Event description:
Information received by medtronic indicated that the customer reported that that the unable to generate weekly reports. Troubleshooting was not performed and found that the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the carelink. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.

Manufacturer narrative:
Helpline support team reported that carelink reports where showing incorrect sensor data and bolus information "complaint summary: helpline support team reported that carelink reports where showing incorrect sensor data and bolus information investigation/testing summary: an attempt was made to reproduce the issue by generating report for the provided user in carelink support application and confirmed that the issue was reproducible. After conducting a thorough investigation, we have found that there are 2 part to this issue. One with the upload failure which needs to be analyzed once logs are available. Other merging of reports , looks like user has data upload on 3rd july which has 2nd july data as well but then there is some conflict in merging data. Dev team is looking into it which will be fixed as part of future release. The following information was requested to help resolve the issue and was provided to the helpline: - request user to upload the app logs to investigate the failure during upload. - there were known issue with minimed mobile app where uploads were not happening successfully. Notified helpline that the fix will be in place with the next app release - reports not showing up sensor and bolus information has been reviewed by carelink development team and scheduled for fix in future release. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: below are the root cause for this issue. -minimed app upload issue was happening due to disconnect between pump and mobile app during upload. This issue is with mobile app and handled in different jira board. -conflict in data merge of two different snapshots , which is causing different data in reports. Analysis summary: we have a fix planned to be deployed in upcoming release of minimed medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.